Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user that pressure support mode of ventilation was not available. There was no reported patient injury.

Manufacturer narrative:
Despite numerous attempts to obtain additional information from the customer, including patient information and root cause determination, no response has been received. Despite numerous attempts to obtain additional information from the customer, including patient information and root cause determination, no response has been received.